Event description:
It was reported the patient experienced increased fatigue, speech and walking difficulties, and edema surrounding the left lead following the initial programming appointment approximately three weeks after being implanted with the deep brain stimulation (dbs) system. The patient was admitted to the emergency room where stimulation was turned off, brain imaging was done, and labs were drawn. The patient was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unknown lead; upn: unknown; model: unknown; serial: unknown; batch: unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093975. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7093914.

Event description:
It was reported the patient experienced increased fatigue, speech and walking difficulties, and edema surrounding the left lead following the initial programming appointment approximately three weeks after being implanted with the deep brain stimulation (dbs) system. The patient was admitted to the emergency room where stimulation was turned off, brain imaging was done, and labs were drawn. The patient was discharged from the hospital. Additional information was received that the patient had a follow-up appointment with her neurologist where the device was reprogrammed, and the patient was doing well.